Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/25/2019. Device evaluation summary: it was reported that a 63 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant. Upon receipt by mentor the device contained no fluid. No foreign material was observed within the device or on the shell surface. During evaluation some creases were observed on the anterior and posterior aspects. Leak testing was performed according with mentor procedures and it revealed a rent within a crease on the anterior aspect measuring approximately 0.2 cm. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant. As a result, the patient underwent removal and replacement with a mentor smooth round moderate profile 325cc saline implant, catalog # 3501650, s/ns (B)(4) on (B)(6) 2018.